Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/27/2023, it was reported by a sales representative via phone that an ar-1588tnt2 fibertag® tightropes needle was pulled off of the suture swedge and could not be used. This occurred during a quad acl procedure on (B)(6) 2023, where a second ar-1588tnt2 was used to complete the case. There was no effect on the patient.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1588tnt2 serial/batch number (B)(6) was received for investigation. Visual evaluation revealed that the needle arrived separate from the suture, and the implant was on the mounting card. It was noted that the positioning of the suture on the mounting card did not align with the original assembly. No damaged to the suture was observed. Functional testing found no issues with the suture system assembly. The most likely cause of the reported and observed failure is user error. Specifically, the error involved applying excessive force, most likely by pulling the needle.